Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. The power cable is visually damaged. The power cord has been replaced and the system is working properly. Passed testing according to the service manual. A DHR review is not required as the batch number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Initial reporter facility name: (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device power cable caught on fire. Per review of wo on 29oct2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device was sent to onsite. The power cord has been replaced, and the system was working properly.

Event description:
It was reported that the arctic sun device power cable caught on fire. Per review of wo on 29oct2024, device was used on patient. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device power cable caught on fire. Per review of wo on 29oct2024, device was used on patient. No patient identifiers available, no patient impact reported.